Manufacturer narrative:
One drill, flexible, endoscopic, 5mm device was returned for evaluation of the reported complaint mode, ¿broke during surgery¿. The device was broken midshaft at the transition of the device lasercuts. The wall thickness of the broken coils were measured and determined to consistent. Trumpeting was observed at the tip, and rolled edges were observed. Some damaged to the cutting surfaces were observed. Scoring lines were observed along the length of the drill, indicate that the device had been used several times previously. No manufacturing related defects were observed.

Event description:
Drill broke during surgery; used a straight reamer instead. The reamer broke toward the lower half of the flexible protion, while drilling the femoral tunnel. Nothing was believed to have fallen into the patient; if anything did, it was removed without incident. The patient was believed to be in their (B)(6). The procedure was able to be completed with a competitive device, and there were no patient complications.